Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display screen(s) went black and when the bme looked at the cns, the green light indicator on the screen was still on. The bme rebooted the cns and it appears the issue was resolved. No patient harm was reported.

Manufacturer narrative:
Concomitant medical device: the following device(s) were used in conjunction with the cns, the additional device was involved but the model and serial number are no information (ni) as the customer could not provide the information. Gz transmitters: model #: ni, serial #: ni.